Event description:
It was reported that the pump showed, "error: low pressure." There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. The cause was determined to be a user related issue. No action was taken. B3. Date of event: unknown. No information has been provided to date.